Manufacturer narrative:
Findings: power loss alarms, low battery alarms and pump error detected confirms in the long trace. Power loss alarms after the error 25. Detailed trace analysis confirmed the pump alarmed low battery and then alarm pump error detected was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown.